Event description:
An implant card was received to the manufacturer from the reporter indicating a patient had vns lead replacement surgery due to an unknown reason. Follow up with the reporter revealed the reason for the surgery was high lead impedance, and no obvious lead breaks were seen during the surgery. The explanted vns lead will not be returned per hospital policy. All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.